Event description:
It was reported that the patient underwent operation on (B)(6) 2025; fixation level: th10 ¿ l3: ps, l1 :x-core, l2/3 plif. The condition was an l1 burst fracture. The surgeon inserted coroent lm into the l2/l3 intervertebral space by plif and performed posterior fixation from th10 to l3. And then, the surgeon then changed the patient's position and replaced the l1 to x-core via an anterior approach. During the surgery, there was minimal bleeding and the patient's vital signs were stable. However, the patient but did not regain consciousness and exhibited occasional convulsions. CT scans were performed from the head (including the implant site) to the abdomen, but the surgeon could not identify the cause. The patient treated in the ICU while the cause is being investigated. (B)(6), the patient had an MRI scan to find the cause, and there were no findings in the blood vessels and implants. We did not obtain any comments regarding a causal relationship with our implants and medical devices from the surgeon. The surgeon suspected neurological damage due to an epileptic seizure, cerebral infarction, or pulmonary embolism, but could not identify the cause. September 1: the patient showed consciousness reaction, but the level was low. September 2: the patient remained conscious and took meals. There was no other adverse patient consequences reported. This event occurred in japan.

Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation. Original initial report submitted on 12/31/25. 3rd ack error in system would not allow supp-1 report so resubmitting initial report to submit final and close file.